Manufacturer narrative:
Investigation: no allegations against the device have been received; however, the filter was described as a cook filter. No product was returned for investigation, but a CT scan provided showed a filter of an unknown brand/type, which was not fully expanded. However, based on very limited information and the single CT scan the exact reason for the non-expanding filter cannot be determined. Complaint will be reopened for investigation in case further information should be provided. Cook was unable to conduct a review of the device history record, as the lot number of the complaint device was not provided for the investigation. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new reportable information has been received since the submission of the last medwatch report.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Occupation: non-healthcare professional. Investigation is in progress. A follow up report will be submitted upon its conclusion. This report includes information known at this time. A follow up report will be submitted should additional information become available.

Event description:
It is alleged the patient received a cook ivc filter on an unknown date. It is alleged that the [pt] was injured without further explanation. No allegations have been provided. Per a CT scan, the filter was described as a cook filter.